Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for hypoglycemia and the blood glucose reading was 20 mg/dl. The customer was not available for troubleshooting during the call. Nothing further was reported.